Event description:
Additional information became available that this lead exhibited loss of capture (loc) due to fracture. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that there was a ductile fracture noted and the lead tip was missing upon return. There was dried bodily fluid noted in the lead lumen and the conductor coils were deformed near the terminal pin. The coils were stretched and there was a guide wire still inside the lead upon return. The conductor coil was fractured 520 mm from the terminal pin, the outer insulation was puckered and there was a bend noted. Lead fracture was confirmed through laboratory analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned and replaced for a product performance issue which at this time is unknown. Attempts have been made to determine the issue. If any additional information becomes available this report will be updated. To date, no additional adverse patient effects have been reported.